Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, one opening linear on the anterior and yellow particles in the shell. Leak test and microscopic analysis was performed which identified: one sharp opening on the anterior. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is a sharp opening on the anterior due to an unidentified (tear) opening.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformance are found, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.